Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance (sli) measurement. A non-invasive programmed stimulation (nips) was performed with the device programmed distal coil to can. The shock impedance was out of range with shock delivery and the patient had to be externally rescued. The device has been turned off and a revision procedure is planned as a connection issue is suspected. There were no additional adverse patient effects reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that prior to the non-invasive programmed stimulation (nips) procedure an x-ray was taken which revealed a sharp u curve in the shocking portion of the right ventricular (rv) lead. It is still unknown if a procedure ever occurred. The system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.